Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. The field service engineer replaced the broken position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.